Event description:
The advocate stated the customer tested her blood glucose and received a reading of "lo" using her elite meter. She retested using another meter and received a reading of 150 mg/dl. On another occasion, the elite meter read 37 mg/dl, while the other meter read 198 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. A new contour meter kit was sent to the customer.